Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while working on the intestine, the device was not able to fire. Surgeon did the anastomose by hand with suture. No patient injury.